Event description:
An mhra user report has been received, reported by the patient "the omnipod overdosed me with insulin on (B)(6) 2024. Hospitalized (B)(6) 2024."

Manufacturer narrative:
At this time there is insufficient information available for thorough investigation. It is unknown which omnipod device was in use at the time of the event. The physical device has not been returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Additional information is being solicited.